Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, the clip slightly opened, and the residual mr slightly increased from 1 to 1-2. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product issue at this time. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.